Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a textured saline implants. That patient wants to remove and replace. Healthcare professional reported, textured/bio cell recall and deflation. Healthcare professional, later reported, capsular contracture, baker grade "2". This is for the right side. Device explanted.

Event description:
Healthcare professional reported, a textured saline implants. That patient wants to remove and replace. Healthcare professional reported, textured/bio cell recall and deflation. Healthcare professional, later reported, capsular contracture, baker grade "2". This is for the right side. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed opening assessed as surgical damage. Crease/folding of implant: observed creases on the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed total separation of the plug strap assessed as surgical damage and missing of this assessed as inconclusive. No further actions are required since no manufacturing issue is observed.